Manufacturer narrative:
Occupation: delivery suite manager. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, five to 10 minutes after delivery, a bakri tamponade balloon catheter was used to control bleeding. The patient had lost 1500 ml of blood and the device was placed transvaginal. Five minutes after device placement it was noticed that the device was leaking at the connector that the syringe attaches to, around the tap. A second bakri was used to achieve hemostasis. No additional interventions were required and there was no harm to the patient. Additional information has been requested.

Event description:
Additional information was received 07oct2020: 500 ml of blood was lost after the alleged malfunction. The customer is not returning the device as it is contaminated and covered in blood.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable event description: as reported, a bakri tamponade balloon catheter was used to treat postpartum hemorrhage. Prior to use, 1500ml of blood loss was estimated. After placement and inflation, the complaint device was found to leak around the balloon connection. 500ml of blood was lost after the alleged malfunction. Another new device was used to achieve hemostasis. No adverse effects were reported. Investigation evaluation: reviews of complaint history, device history record (DHR), quality control data and the instructions for use(IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest this device was manufactured out of specification. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." A definitive cause of this event could not be determined. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. We will continue our monitoring for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.